Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked and unraveled a the distal end, while loading into the delivery tube. The surgeon used a second heartstring seal to complete the procedure. No pt complications were reported by the hosp.